Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing for a heartbeat during a ventricular arrhythmia episode. Anti-tachycardia pacing (atp) was properly delivered and while there was undersensing for a heartbeat, there was no delay in therapy delivery. This ICD remains in service. No adverse patient effects were reported.